Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tips of the vessel sealer extend (vse) instrument would not open. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer was performing a dissection when the issue occurred. The customer was unable to open and close during the procedure of the surgeon. The jaws were stamped closed after the instrument was working and could not be opened (by either release mechanism or system). The release mechanism was not used, and they did not use another instrument to open up the jaws. The jaws were not stuck on tissue. The reporter did not know how the jaws were opened. There was no adverse effect to the grasped tissue, and no unexpected tissue was removed. There were no bleeding and no blood transfusion administered. The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests but failed to move intuitively. The instrument moved intuitively with a full range of motion in all directions. The grip tips were not moving intuitively and failed to open/close properly. The grips had imprecise motion and were not following the mtm (master tool manipulator) input commands. Further inspection found a secondary failure of dislodged grip ring to be related to the customer reported complaint. The housing was removed for inspection, and the instrument was found to have a grip ring dislodged from the proximal grip drive adapter, which prevented the grip from opening and closing properly. As a result, the grip open lever was not functional. The set screw on the grip ring did not exhibit any damages. The probable root cause is attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean.

Event description:
Refer to h11 for follow-up information.